Manufacturer narrative:
Initial and final (B)(4) - device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced five infusion sets leakage issues, which led to high blood glucose level event on (B)(6) 2026. The leakage was from tubing which is broken close to the anchor point. The infusion set was in use for one day. The patient's blood glucose level was high and was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.